Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a flickering display and dead display pixels. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this lot was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an abnormal display. No consequences or impact to patient were reported.